Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms or unexpected drive/motor anomaly noted. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. The insulin pump was programmed with multiple basal profiles and monitored; all basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 580 mg/dl due to no delivery. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for two days. Customer was not wearing insulin pump at the time of hospitalization; customer removed insulin pump a day prior to hospitalization. Customer did not have a tubing clamp in order to perform high pressure test. Insulin pump would be replaced per customer's request.